Event description:
Feedback type: customer dissatisfaction. Other details: none. Submitter email: (B)(6). Cfm form received date (outlook email received date): (B)(6)2022. Main reason (q3)- """during the operation of the patient with myocardial infarction, the system could not expose, and could not be turned on normally after restart. After many attempts, it still could not be turned on. The patient is with acute myocardial infarction, and the exposure can not directly endanger the patient's life safety. Finally, the ambulance was contacted to transfer the patient to the nearest hospital for surgical treatment. China pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case#141641301202200096""" impact issue (q8)- """during the operation of the patient with myocardial infarction, the system could not expose, and could not be turned on normally after restart. After many attempts, it still could not be turned on. The patient is with acute myocardial infarction, and the exposure can not directly endanger the patient's life safety. Finally, the ambulance was contacted to transfer the patient to the nearest hospital for surgical treatment. China pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case#141641301202200096""" usage of device (q9)- """during the operation of the patient with myocardial infarction, the system could not expose, and could not be turned on normally after restart. After many attempts, it still could not be turned on. The patient is with acute myocardial infarction, and the exposure can not directly endanger the patient's life safety. Finally, the ambulance was contacted to transfer the patient to the nearest hospital for surgical treatment. China pms: the investigation result is required to be submitted to ca by nmpa required. Nmpa case#141641301202200096""" clinical use (q10)- none follow up clinical use 1 (q11)- none follow up clinical use 2 (q12)- none. Frequency of occurrence (q13)- unknown. Impact to the patient (q14_1)- none. Actions to resolve (q15_1)- unknown. Reason for delay (q62_1)- none. It was reported to philips that during acute myocardial infarction procedure, system could not expose normally and could not be turned on normally. Restarted the system several times, but did not help. Procedure was aborted and patient was moved to another hospital. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The review of log file showed that image disk error. Upon inspection, fse replaced hard disk of ippc, downloaded ippc os ,app software and recreated image storage. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.